Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned and particle contamination in blower - foam degradation reported during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black objects in the pipeline related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the first attempt to have the device and components returned for evaluation, customer could not able to provide the information about device return. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 is updated in this report.

Manufacturer narrative:
The manufacturer previously reported this device on MDR 2518422-2022-05202-1. Please disregard MDR 2518422-2022-05202-1 as it was filed in error.